Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between the transmitter to mobile device. The customer reported no adverse event. The event involved product(s) css7201. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application, and no product return is required for css7201.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian connect app version 3.5.0 installed on samsung s9+ android 10 with transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) version s. We were unable to conduct a thorough investigation due to the lack of essential logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely this was due to broken pairing sequence. Issue was unknown. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: a: 1. Unpair all bluetooth devices from the phone. (Also unpair transmitter from all phones where it was paired) 2. Force close the guardian connect app. 3. Disconnect transmitter from charger. 4. Run the guardian app. 5. Pair transmitter and connect sensor. Recommend to try multiple times, for example 5-7. Then proceed to scenarios b-d (or if 2 pairing requests is confirmed to be displayed, then proceed with b-d from the start). B: 1. Uninstall guardian connect app. 2. Unpair all bluetooth devices from the device (if it needed). 3. Install the guardian connect app. 4. Close all the apps (using force close). 5. Run the guardian connect app. 6. Perform normal startup until transmitter found screen. 7. Wait for 1 min. If os bluetooth pairing request is shown - select cancel. 8. Select transmitter and try to pair, select pair when bluetooth pairing request is shown. C: 1. Uninstall guardian connect app. 2. Unpair all bluetooth devices from the device (if it needed). 3. Install the guardian connect app. 4. Close all the apps (using force close). 5. Run the guardian connect app. 6. Perform normal startup. When first os bluetooth pairing request is shown - select cancel. 7. If second os bluetooth pairing request is shown - select pair. D: 1. Uninstall guardian connect app. 2. Unpair all bluetooth devices from the device (if it needed). 3. Install the guardian connect app. 4. Close all the apps (using force close). 5. Run the guardian connect app. 6. Perform normal startup. When first os bluetooth pairing request is shown - select pair. 7. If second os bluetooth pairing request is shown - select cancel. Despite making an attempt to contact the rep to address the issue, we have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.